Event description:
Customer reported via phone call that insulin pump made noises as if reservoir and battery were low. Customer reported of only receiving alerts and not alarms on insulin pump. Troubleshooting could not continue due to call being dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.